Event description:
The disposable bed sensor pad for stanley alarm melted through plastic and adhered to waffle mattress. There was no harm to the patient. The electrical outlets were examined and there were no issues identified. The vendor was contacted.